Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that touch panel didn't work when the servo-air was turned on. The investigation of the returned panel printed circuit board (pcb) could not reproduce the error. The panel pcb worked according specifications by each system startup, pre-use check and simulated ventilation session. This issue can often disappear when removing the panel from it¿s mounting making it difficult to reproduce. The reported problem have been handled by a CAPA, the mechanical parts of the panel have been redesigned to prevent this from happening. The manufacturing of this device was before the implemented changes.

Event description:
It was reported that the ventilator would not turn on. There was no patient involvement. (B)(4).